Event description:
In may 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The patient alleged passing out and going into a coma in may at 5:30pm. She tested before and after the incident; however, only a result of 517 mg/dl was provided. She reported taking "oral glucose". It is unknown if she sought further medical attention.the customer care advocate (cca) verified that the unit of measurement was set correctly. The cca discovered that the patient was using the incorrect technique for testing and cleaning the puncture area. The patient did not have control solution to perform quality control testing. The meter, tests strips, and control solution were replaced.the senior medical affairs specialist mailed a letter on may 30, 2006 since the patient's son could not be reached by telephone. It would have been helpful to know the results obtained around the time of concern, her medication regimen, who administered treatment at the time of her unconsciousness, and if she recieved further medical attention.although significant clinical information is lacking, this complaint is being reported due to following conclusion: the patient alleged inaccurate high results, obtained a 517 mg/dl around the time of concer, lost consciousness, and received oral glucose treatment (inconsistent with the high result).